Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles and difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer has responded but the device has not yet returned to the manufacturer for evaluation. How-ever we request the device back. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effect - clinical code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.